Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery alert. Customer's blood glucose level was 104 mg/dl. Customer states this was second occurrence of replace battery alert without low battery alert. Customer states the battery cap is cracked. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.